Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the control board was replaced which resolved the malfunction. The control board was sent to the electronic recycling and will not be returning to zoll.

Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.